Event description:
Customer called to report a no foam leak from the unicel dxc 600 synchron system. Customer found the leak in the hydropneumatic unit, as well as on the floor underneath the instrument, but could not locate the leak source. On the same day, the field service engineer (fse) inspected the instrument and reapplied teflon tape to the swivel fitting, which led to the valve tubings. The fse then primed the instrument 40 times, and no further leaking was observed. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that no one slipped or fell as a result of the fluid leak. Customer also stated that patient sample results were not affected, and that no one was harmed by or exposed to the instrument leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).